Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -9.00/5.0/075 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Excessive vault; elevated iop and significant reduction of ica were reported. Anti glaucoma medications administered to maintain normal iop. Enlarged pupil reactive to light; iris bowing; pigments in anterior chamber. The cause of the event is unknown.